Event description:
The complainant contacted leica biosystems regarding tissue processing and described tissue as wet, mushy, difficult to section. On 5 august 2022, the complainant provided leica biosystems with information that tissue from two (2) patient cases could not be diagnosed and re-biopsy of the affected patients had been recommended but not yet performed. Patient identifier information was requested from the complainant for each of the two (2) patients who could not be diagnosed and re-biopsy had been recommended. On 11 august 2022, the leica biosystems field applications specialist (fas), assisting with the investigation of this event, discussed the patient identifier information with the complainant and documented the following, "customer mentioned information was "not available"."